Event description:
A vaxcel pasv standard port was being placed for therapeutic purposes in 2005. During catheter insertion, the peel away sheath did not peel easily and the physician needed to use a tool to successfully finish placement. A small amount of time was added to the typical procedure time due to the difficulty.